Event description:
It was reported that the surgeon attempted to activate the pump of this inflatable penile prosthesis (ipp), and when they reached what they perceived as 75% fullness with full pumps, the cylinders would not fill any further. Multiple attempts were made to pump and inflate, but the cylinders only reached full inflation with flutter pumps for the last 25%. No surgical intervention has been informed, and no additional information was provided.